Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that they performed self test and it did not pass. Customer stated they experienced high blood glucose level and was treated with insulin pen. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer allege insulin pump was under delivering. Customer experienced symptoms such as difficulty in breathing and headache. Customer stated insulin pump did not alarm insulin flow blocked alarm. Customer stated they performed high pressure test and it was passed. Customer stated insulin pump had hardware low level failure alarm. Customer stated they were able to clear the alarm and they were able to rewind insulin pump. Troubleshooting was performed. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08710 inches. All currents within specification range. Device was monitored and no unexpected failed battery test or battery failed alert noted during testing. Device was programmed with multiple bolus deliveries and all bolus delivered properly their indicated amounts and were properly recorded in the daily history. No bolus delivery anomaly or history anomaly noted during the testing. No under delivery anomaly or over delivery anomaly noted. Adjusted the audio options audio volume 1-5 and each setting functioned properly. However, device alarmed pump error 63 during the self test and pump error 63 alarm is found in the formatted history file due to broken traces on u1 keypad assembly.

Manufacturer narrative:
Device passed the sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08710 inches. All currents within specification range. Device was monitored and no unexpected failed battery test or battery failed alert noted during testing. Device was programmed with multiple bolus deliveries and all bolus delivered properly their indicated amounts and were properly recorded in the daily history. No bolus delivery anomaly or history anomaly noted during the testing. No under delivery anomaly or over delivery anomaly noted. Adjusted the audio options audio volume 1-5 and each setting functioned properly. However, device alarmed pump error 63 during the self test and pump error 63 alarm is found in the formatted history file due to broken traces on keypad assembly.